Event description:
Silicone breast implants began to sicken me around this time. Started with widespread pain in my body. Rash, heart palpitations, vertigo, hair loss, back neck joint muscle aches, arthritic hands and feet. Numerous doctors many tests cannot figure it out. Turns out thousands upon thousands of women with implants going through exact same thing.